Event description:
This pt presents with a history of coronary artery disease. He had a myocardial infarction in the past. He has also had a cerebrovascular accident for which he has residual weakness of his left arm and left leg. He has a history of ventricular tachycardia for which he had a defibrillator placed in 2003. He has been lost to follow-up. The pulse generator is a medtronic marquis dr7274. The atrial lead is a medtronic 5076-45. The paced sense lead is a medtronic 5076-58. The ventricular defibrillation lead is a medtronic 6947-65. The pt also has known peripheral vascular disease, chronic obstructive pulmonary disease, ischemic cardiomyopathy with ejection fraction of 12% and hypertension. He presented to the hospital with chest pain and shortness of breath. He had received 2 shocks from his device in 2006. He states he had been shocked from his device in 2006. However, he felt fine and did not have the money to seek medical attention. He has a history of being on amiodarone. However, on admission, amiodarone was not listed on his medications from home. An echocardiogram was completed; however, no report is available. Report from the hospital was that when the magnet was taken off the defibrillator, it would begin shocking him. The detection was turned off until he could be transferred to this facility. While at the hospital, he was placed on metoprolol 25 mg p.o. B.i.d. And amiodarone 400 mg p.o. B.i.d. He was placed on vasotec 2.5 mg daily and lasix 40 mg IV daily. In addition, lexapro was added to his medical regimen. Noninvasive eval of his medtronic marquis dr7274 defibrillator was completed. This device is under re-alert by medtronic for possible battery depletion within 24 hours. Attempts have been made in the past to notify this pt to have his device changed out. However, notifying him by phone and certified mail were unsuccessful. Battery status is 2.96 volts, charge time 8.21 seconds, atrial lead impedance 592 ohms, ventricular impedance 456 ohms, shock impedance 42 ohms. Detection for all therapies is turned on. Mode is ddi with low rate of 70 beats per minute. The paced av is set at 320 msec. Summary reveals he is 90.7% atrial pacing, ventricular sensing. Four episodes of ventricular tachycardia were recorded. With 2 episodes, received 19 joule shocks. Two episodes of therapy were aborted. These appear to be oversensing of the ventricular lead. The next day, he had 3 episodes of ventricular tachycardia recorded. With 1 episode, he received a 20-joule shock. With 1 episode, he received a 19.3-joule shock. With 1 episode, he received a burst of pacing. These all could be due to oversensing of the ventricular lead. During the interrogation, he was noted to have several episodes of tachycardia between october and november for which he received shocks that appear to be oversensing. One episode in october, he received a shock that appeared to be for possible atrial tachycardia. Atrial sensing electrogram measured 3 mv. Ventricular sensing electrogram was 4 to 5 mv. Atrial threshold was 0.1 msec at 2 volts. Ventricular threshold was 0.1 msec at 4 volts. He states he fell in 2005 and broke his left hip. When he got shocked he fell and hit his head on the coffee table that caused an abrasion on his nose and discolored his eyes. He is being prepped to undergo implantable cardioverter-defibrillator generator change-out with revision of his ventricular lead.